Event description:
It was reported that after the promus stenting in an unspecified vessel on an unspecified date, the patient had a repeat revascularization. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of stenosis/restenosis, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.